Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2: reference MFR report: 1627487-2016-01697. It was reported the patient was not receiving effective stimulation due to impedance issues and auto-reducing. An sjm representative met with the patient and confirmed the issue. The patient underwent surgical intervention where the leads were replaced with new ones, which resolved the issue.